Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 129 mmol/l. The customer's qc was out of range which prompted the customer to repeat patient samples. The sample was repeated on another cobas 8000 analyzer and the result was 138 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date was not provided. The field service engineer (fse) performed ise checks and a precision test successfully. The investigation is ongoing.